Manufacturer narrative:
Patient age: over 18 years old. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis and the lot number was confirmed on the returned packaging. Initially the motor did not operate. The battery was changed and unit powered up. The motor operated but the tip did not rotate as the tip was missing from the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip detached. The lesion being treated was located in the left superior femoral artery. A truepath cto device was being used, however, as it approached the lesion, the device got stuck and was lodged in the distal lesion. While manipulating it the tip of the device broke off in two pieces. The first fragment was removed. Then they used a rubicon guide catheter and a v18 guide wire and jammed it next to the truepath to retrieve the second fragment. At that point, the procedure had been 3 hours so it was ended. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that the tip detached. The lesion being treated was located in the left superior femoral artery. A truepath cto device was being used, however, as it approached the lesion, the device got stuck and was lodged in the distal lesion. While manipulating it the tip of the device broke off in two pieces. The first fragment was removed. Then they used a rubicon guide catheter and a v18 guide wire and jammed it next to the truepath to retrieve the second fragment. At that point, the procedure had been 3 hours so it was ended. No further patient complications were reported and the patient's status is fine.